Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in the device charging. No therapy was delivered. Device data was sent to rhythmcare for review. Data review determined the reported observations are consistent with an electrode fracture. Rhythmcare also provided further troubleshooting options to be considered at the next follow up appointment. This system remains in service. No adverse patient effects were reported.